Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a defect.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The reported failure was able to be reproduced. Based on evaluation, it was observed multiple lumps along the catheter shaft. Catheter was able to inflate and deflate without difficulties. Microscopic examination was performed and there was a smooth lump. Upon dissection of the catheter, dirt was found at the location of the second lump. The dirt was embedded within the catheter lumen, which likely contributed to the catheter lump. A review of the manufacturing process indicates that the process can produce this type of defect. Therefore, this failure mode confirmed as manufacturing related. A potential root cause for this failure mode could be due to contamination of dirt in latex tank due to machine friction. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a defect.